Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
Alleged false positive sars result. No confirmatory testing completed. Report 6 of 7.

Event description:
Alleged false positive sars result. No confirmatory testing completed. Report 6 of 7.

Manufacturer narrative:
Investigation conclusion: investigation is ongoing. Root cause: pending investigation results. Source: phone.